Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error. Customer's blood glucose level was 218 mg/dl. The customer stated that troubleshooting was performed for the critical pump error and they received the critical ump image on the screen. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with critical pump error, problem isolated to electronic assemblies.